Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Hospital reported black rust on steel needles after withdrawal of cores,

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4171714): 1)the products of this batch were assembled at intima ii auto line 4 in jul 2024, and packaged at r240 package line in jul 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)check the incoming inspection records of the needles used for this batch of products, no abnormalities were found. 2. The customer returned 3 withdrawn needle cores 1 photo and 1 video: 1)photo and video shows: the removed needle core, with a slightly darkened color. 2)the returned samples show 3 withdrawn needle cores. Under microscopic examination of the returned needle cores, there is no rust, discoloration, or other abnormalities. 3)wipe the returned samples with white alcohol cotton; there are no rust stains, black foreign objects, or other abnormalities. 3. Retain sample from the complained batch was taken for inspection. Under the microscope, no rust was observed on the needle core. 4. Cause analysis: 1)the needle core is made of 304 stainless steel , which has good rust resistance under normal circumstances, but under special conditions (such as in the air containing chlorinated chemicals), the head of the needle core may rust. The plant does not have the conditions to cause the defect in the production process. 2)the abnormalities observed on the surface of the cannula in the returned photos may not be caused by rust, but rather by the cannula's own manufacturing process or color differences caused by lighting. 3)no rust or other abnormalities were found on the surface of the returned sample needle core; the needle tube was only slightly shiny. According to the analysis of the intima ii production process, the reason may be that after the needle tube was lubricated (intima ii products use 1502c lubricating fluid for needle tube lubrication, forming a dense layer on the surface of the needle tube to facilitate puncture), a color difference appears under the reflection of light. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products.the returned samples were inspected and no abnormalities were found. According to the intima ii production process analysis, the rust marks on the needle core described in the complaint should be color differences produced under light after the needle tube is lubricated.the plant will continue to monitor the defect.